Event description:
It was reported that during an implantable neurostimulator (ins) replacement procedure (for battery depletion), impedances of >4000 ohms were observed when the leads were connected to the new ins. A new lead was then implanted and good patient responses were noted but impedances of 4000 ohms were seen on electrode combinations of c <(>&<)> 1, 1 <(>&<)> 2, 2 <(>&<)> 3, and 0 <(>&<)> 2. The patient did have stimulation responses when tested on electrodes 2 and 3. The impedances were then tested the amperage was turned up to 3.0 with a pulse width of 330 and were noted to have been resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3093-28, lot #v053455, implanted: (B)(6) 2007, explanted: unk. Lead: model 3889-28, lot #v876552, implanted: (B)(6) 2012, explanted: na. Programmer: model 3037, serial #(B)(4).